Manufacturer narrative:
Check of the DHR of the components involved: -no pre-existing anomalies detected on the 63 humeral bodies manufactured with lot# 1514504. -no pre-existing anomalies detected on the 10 smr stems manufactured with lot # 1311862. -no pre-existing anomalies detected on the 51 adaptor tapers manufactured with lot# 1511356. No other complaint was received on the mentioned above lot #. We will submit a final MDR when the investigation will be completed.

Event description:
In (B)(6) 2016 a hemi arthroplasty of the shoulder was done on a (B)(6) female patient in order to treat her proximal humerus fracture caused by a fall. Components implanted: smr humeral stem (model # 1304.15.130,lot# 1311862), humeral body ( model # 1350.15.010,lot# 1514504) and humeral head (model # 1322.09.440, lot#1509263). At the 6 weeks follow-up, the patient showed a dissociation of the humeral body from the stem. A revision surgery was done to replace head and humeral body. Surgeon's remarks: "the taper attachment between the humeral body and the stem may have been fully engaged only when the body and the stem were assembled by nurse prior to provide the stem/body assembly to the surgeon for performing the revision surgery. Moreover, even though the patient denied any trauma to the shoulder, patient had a history of falls. This could have contributed to traumatized the replaced shoulder after primary surgery". Event occurred in us.